Manufacturer narrative:
H10: the device was received for evaluation with the white luer adapter connected to the female connector of the transfer set. A visual inspection with the naked eye and magnification was performed with no issues noted. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The white adapter was hand removed from the female connector, therefore the reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd set with cassette could not be disconnected from the female connector of a minicap extended life pd transfer set. This was observed during use of the device during peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.